Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that insulin pump alleging possible under delivery. Customer¿s blood glucose was 230 mg/dl at the time of incident. The customer treated high blood glucose with bolus. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. The customer was wearing the insulin pump when high blood glucose event was reported. Customer declined troubleshooting. The insulin pump will not be returned for analysis.